Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre 2 sensor. The customer reported an unspecified lower scan reading, as compared to adc meter. The customer was experiencing malaise, and went to health clinic where a healthcare meter result of 10.4 mmol/l was obtained. The customer received unspecified treatment for glucose "control" and had medication adjusted. There was no report of death or permanent injury associated with this event.